Manufacturer narrative:
Section d1 brand name corrected. Section d catalog number was corrected. H6 component codes was inadvertently omitted and was added.

Event description:
The complainant reported that a patient was implanted via percutaneous right femoral artery with an impella cp for mechanical circulatory support. The patient was noted to have hematuria in the intensive care unit. The impella cp on echocardiogram was deep and was retracted one centimeter. Per the registered nurse (rn), hematuria was resolved. The procedure was successfully completed on this device. The next day the bedside rn reported that overnight the patient's hemoglobin had dropped to 5.7. There was slight oozing/hematoma noted as the insertion site. Computed tomography was negative for a bleed at the site. The patient received units of packed red blood cells overnight and hemoglobin recovered to 7.6. Antiplatelets were used. The oozing slowed. The impella was removed as planned by the medical doctor. The removal was not related to the oozing. Additional information was received. The bleeding stopped.

Manufacturer narrative:
The impella device was discarded when explanted by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary. No product returned. Asae/major bleed/hematoma: per bedside rn, overnight pt hemoglobin dropped to 5.7. Slight oozing/hematoma noted at insertion site. CT negative for bleed at site. Pt received 2u prbcs overnight and hgb recovered to 7.6. Oozing slowed. The cause of the access site adverse event was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device history lot device lot: 1995668. Device history batch subcomponent lot: n/a. Device history review the pump sn (B)(6) passed all the post sterile inspection checks.